Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. It was noted that a shock was not delivered when required. A open circuit alert was displayed by the device. The physician unplugged the shocking coils and re-inserted them and also unplugged and re-inserted the rv lead; however, both were unsuccessful. All shocking vector's were attempted with no change in measurements. The lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.